Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) system exhibited oversensing of myopotentials and pacemaker inhibition during the patient's deep inspiration.